Event description:
It was reported that the 9800 system had a surge in the power cord and arcing from the high voltage cable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.